Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the stimulator is turning itself on and sometimes the pt can't get it to turn off.

Event description:
Additional information was received from a friend/family member. It was reported that the patient needed their patient programmer and antenna replaced. The friend/family member said they had tried new batteries (both alkaline and non-alkaline) and that they did not notice any physical damage on the equipment. The friend/family member said when they are not able to connect and turn stimulation off, they do not see anything on the screen, it is just blank. The caller confirmed this happened about every other time they used the patient programmer with or without antenna. They used the unit maybe 3-4 times a week and had never had a problem with it. They just started having problems. The patient and caller were able to connect during call, but the caller kept saying the patient programmer and antenna needed to be replaced. No further symptoms were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 37746 lot# serial#(B)(4)implanted: explanted: product type programmer, patient product ID 37092 lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(6), product type: programmer, patient product ID: 37092, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported, that the circumstances reported that it stopped communicate with unit. Steps taken included changed batteries. Took hand held unit and put it on their back. The issue of stimulator turning itself off. And inability to get it to turn off was resolved after the exchange.